Manufacturer narrative:
The complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system was used. The access system was advanced in the laa, but it was advanced too far. A perforation and subsequent pericardial effusion occurred. A pericardial tap was performed and they performed surgery where they were able to successfully close the laa. The patient was in stable condition.